Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator (ins). It was reported that the patient's devices were explanted due to infection and inflammation around the ins. It was also noted that the patient had a large pressure ulcer near the ins site. The rep mentioned that the patient was bedridden, enveloped a large pressure ulcer on the buttock area, and when the patient came to the hospital the health care professional (hcp) decided it was best to remove the ins and lead. It was confirmed that the ins and lead were removed per the hcp. There were no further symptoms or complications reported or anticipated.